Event description:
Pt states she needs to refill her medications but was not sure if she was able to do that since she is in the hospital. Patient states her port came out and she has been in the hospital for about 1 week now. Date of admission not provided. IV treprostinil patient. No further information is available. Reported to (B)(6) by: patient/caregiver.